Event description:
An ophthalmic surgeon reported that approximately one year following a glaucoma filtration device (gfd) implant procedure, the shunt was noticed to be touching the iris. There was no patient impact and the shunt remains in the eye. No further information is expected.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the shunt remains implanted. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been five other similar complaints in this lot number. No further information is expected. Zip code is not indicated at this time. (B)(4).